Event description:
It was reported that the patient was having some ¿strange stuff going on.¿ the patient was reportedly not feeling stimulation in the same place that she was previously and was feeling intermittent stimulation at the site of her implantable neurostimulator. The patient was unsure if this was in her head or not. The patient recently bumped her backside on the hope chest near her bed but denies any other falls or trauma. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va0r884, implanted: (B)(6) 2015, product type: lead. Product ID: neu_ptm_prog, product type: programmer. (B)(4).